Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the managed ventricular pacing (mvp) mode on the implantable pulse generator (ipg) was allowing dropped beats causing the patient to be presyncopal. The device remains in use. No patient complications have been reported as a result of this event.